Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/26/2016 that an issue occurred with a lite glove. The customer reports that a split was noticed on the device once the device was applied.